Manufacturer narrative:
Based on the contents of the article, no conclusions can be made as to the degree to which the device may have caused or contributed to the reported patient postoperative conditions. The information obtained is limited to the article. Seroma formation is a known inherent risk of surgery. The adverse reaction section of the instructions-for-use, supplied with the device lists seroma as a possible complication. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Note, the date of event (01-jan-2013) is considered to be a best estimate. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Per journal article: "comparison of open preperitoneal and transabdominal preperitoneal hernia repair for primary unilateral femoral hernia" this article is a retrospective study of comparison of the outcomes of open and laparoscopic surgical femoral hernia (fh) treatment. A total of 132 patients with primary unilateral femoral hernia (fh) were recruited for this study in which 62 patients underwent open surgery (os) and 70 patients underwent transabdominal preperitoneal (tapp) procedure in beijing chao-yang hospital from january 2013 to june 2018. As reported, 10 cm x 10 cm non-bd mesh (62 patients) was implanted in os group, whereas 10 cm × 15 cm bard soft mesh (43 patients) and non-bd mesh (27 patients) were implanted and fixated with medical glue in tapp group. Follow-up review was conducted at 1, 3, 6 and 12 months postoperatively. Post implant of bard soft mesh in the tapp group had complications of vessel injury (1), seroma (5) and urinary retention (1). Seroma is the most frequent observed complication in patients who underwent tapp repair and all seromas resolved well with conservative treatment within 2 months. The overall complication rates were equivalent between the os and tapp groups. There were no cases of recurrence in either group. It was concluded that both laparoscopic and open surgery appear to be safe and effective in a cohort of patients with femoral hernia and laparoscopic surgery might offer some advantages in reducing length of hospital stay, lower postoperative pain score and quicker return to activities.